Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within a stricture in the distal end of the esophagus on (B)(6) 2012 during an esophageal metal implanting procedure. According to the complainant, the patient has esophageal cancer which is about 4cm long, and 80% stenosis. The physician implanted the stent in the esophagus; however, after three hours the stent was found dislodged in the stomach. The stent was retrieved with the endoscope and biopsy forceps from the stomach. The procedure was not completed due to this event. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within a stricture in the distal end of the esophagus on (B)(6) 2012, during a esophageal metal implanting procedure. According to the complainant, the patient has esophageal cancer which is about 4 cm long, and 80% stenosis. The physician implanted the stent in the esophagus; however after three hours the stent was found dislodged in the stomach. The stent was retrieved with the endoscope and biopsy forceps from the stomach. The procedure was not completed due to this event. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
Reported issue of stent migrated. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The stent delivery system and fully deployed stent were returned for analysis, and no issues were noted. An examination of the deployment suture thread found that it had broken, and approximately 420 mm of thread was returned. A microscopic examination of the thread noted that it appeared frayed at the points of break. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent migration is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.